Manufacturer narrative:
The returned device was evaluated and customer allegation of "no image" was confirmed. Due to disconnection in cable unit, the endoscopic image could not be displayed. The instructions for use (IFU) manual states that "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." A review of device history record confirmed that the device was shipped in conformance with specifications. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of the device.

Event description:
This supplemental report is being submitted for the legal manufacturer's final investigation results.

Manufacturer narrative:
E2:ni. The device has been returned for evaluation and the investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image while using the camera head. It is not known when the issue occurred in relation to the urological surgery procedure, however there was no patient harm associated with the event.